Manufacturer narrative:
One used scd391 sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off and was returned with the device. The waveguide and broken piece were inspected under magnification to identify the point of initial contact and fracture. The type of damage observed shows signs of contact with a metal object during activation. This contact caused the waveguide to crack and eventually break off. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic excision of a uterus lesion, the active blade of the device broke. There was no observed contact with metallic materials. No patient injury occurred, and a new device was used to continue the procedure.

Manufacturer narrative:
One used scd391 sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off and was returned with the device. The waveguide and broken piece were inspected under magnification to identify the point of initial contact and fracture. The type of damage observed shows signs of contact with a metal object during activation. This contact would cause the waveguide to crack and eventually break off. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic excision of a uterus lesion, the active blade of the device broke. There was no observed contact with metallic materials. No patient injury occurred, and a new device was used to continue the procedure. Examination of the received device found a piece of the blade had detached and was returned.